Event description:
It was reported by the affiliate that during an unknown procedure the unit was put in sample mode, the cutter of the probe was not rotating. This resulted in the insufficient volume of the specimen retrieved. The targeted lesion was not removed after the incision was already made. The procedure could not be completed.